Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user informed that when tried to issue an item but its required validation code. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication due to item required a validation code. A technical support specialist checked the cabinet settings and confirmed that both medical prescriptions verify required and validation code required were enabled. Tss informed the user that they would need to obtain the validation code from the pharmacy. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user informed that when tried to issue an item but its required validation code. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.